Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the radio frequency programmer head was returned and analysis confirmed the customer comment that the head was not functioning. Analysis also found that the rubber portion of the head's label was missing. (B)(4).

Event description:
It was reported the rf (radio frequency) head was non-functioning. The rf head was returned for repair. No patient involvement was reported.

Event description:
It was reported the rf (radio frequency) head was non-functioning. The rf head was returned for repair. No patient involvement was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.